Event description:
It was reported the patient stopped feeling any stimulation from his scs system. Follow-up identified the patient's scs ipg was replaced on (B)(6) 2013 because the ipg was inoperable. It is undetermined if the patient did not recharge the ipg or the ipg malfunctioned. Effective stimulation therapy was reportedly restored after the ipg replacement.

Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.